Event description:
Depleted batteries. Information was not provided regarding whether or not the device was in patient use when the event occurred. No record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported.